Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis as a leak was identified in the cylinder due to input tube wear. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep/CAPA/scar being initiated.

Event description:
It was reported that the patient underwent a revision surgery in which in the existing inflatable penile prosthesis (ipp) was explanted due to fluid loss. No further event details could be obtained. The product has been returned and analysis completed. A supplemental report will be submitted should additional information be received.

Manufacturer narrative:
Correction - b5: product type referenced in event description, d1: brand name, d2: common device name, d4: model number

Event description:
It was reported that the patient underwent a revision surgery in which in the existing inflatable penile prosthesis (ipp) was explanted due to fluid loss. No further event details could be obtained. The product has been returned and is undergoing analysis. A supplemental report will be filed upon its conclusion.

Event description:
It was reported that the patient underwent a revision surgery in which in the existing spectra penile prosthesis (spp) was explanted due to fluid loss. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.